Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) cleaned the entire flow path of the analyzer, replaced the gear pump head, and replaced the degasser tank. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable roche diagnostics cobas elecsys anti-tpo results for multiple patient samples on a cobas e 801 module. The customer provided an example of discrepant results for 1 patient sample the customer reported multiple patient samples that had initial anti-tpo results around 20 to 30 iu/ml with repeat results were around 2 to 7 iu/ml. On (B)(6) 2023, the initial anti-tpo result for sample 1 was 37.2 iu/ml. The sample was repeated three times and the repeat results were all less than 9 iu/ml. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.